Event description:
It was reported that during laparoscopic cholecystectomy procedure, the device was firing two clips at a time. It is unk if the clip fell into the pt and if they were formed correctly. There was no pt impact reported. No other details are known. The device was from a kit. Device used in the procedure was discarded. Device from remaining kit with the same lot number will be returned for analysis.

Manufacturer narrative:
(B)(4). Eval summary: the analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our mfg specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the mfg process.